Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion at 21 pounds per square inch. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the downstream pressure setting was high was not reproduced. Evaluation performed downstream occlusion testing and the device passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream sensor calibration reading out specification. Downstream calibration required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.